Event description:
During a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from the instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.